Event description:
It was reported that after a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the 30-degree endoscope lens was found cracked.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 30 degree endoscope instrument was analyzed and found to the distal window located at distal tip was visually inspected and found cracked. The endoscope was visually inspected and found with minor cut(s) to the cable insulation. The damage was located at zone a near integrated connector of the endoscope cable. The complaint regarding a cracked lens was confirmed by failure analysis. The probable root cause of the cracked lens is attributed to damage during use or improper handling.

Event description:
Refer to h11 for follow-up information.